Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise occurred when the insertion section was bent 20 cm from the distal end. Additionally, for the reported failure, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited error codes e216 and b30 during procedure. There were no reports of patient harm.